Event description:
Lead extraction due to noise detected on rv lead. Externalized conductors noted via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to internal insulation abrasion were found at 8.4-10.4 cm from the tip. The silicone insulation was abraded and the ring electrode sensing conductor was visible. The etfe coating was breached at the same location. Multiple internal insulation abrasions were found between 12.1-36.2 cm from the tip. External insulation abrasion was found at 39.2-39. .7 cm from the tip.